Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date several years ago, a gore-tex® stretch vascular graft was used in an axial femoral bypass. On (B)(6), 2024, axial and coronal cta views appeared to show that the gore-tex stretch vascular graft had separated transversely in the mid section of the bypass in the area of the lower ribs. Contrast appeared to be contained in the graft tract. On (B)(6) 2024 a reintervention occurred. This procedure was successful and used a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to bridge the separated gore-tex® stretch vascular graft. The patient tolerated the procedure.

Manufacturer narrative:
This supplemental report number 2017233-2024-05072 reflects newly obtained information from the voluntary medwatch mw5156500 submitted by the initial reporter in the event. Due to an unknown lot/serial number and no device return, an investigation could not be performed. This information was requested and unavailable. Non - dicom images were provided, however, the identity of the device was not provided; therefore, the device history record could not be examined, and the manufacture of the device could not be evaluated. The case description could not be confirmed. The specific identity of the device could not be confirmed as the images provided were not sufficient to provide an accurate engineering evaluation. The reported failure mode reflects the case description but could not be confirmed.

Event description:
The following information was reported to gore: on an unknown date three years ago, a gore-tex® stretch vascular graft was used in an axial femoral bypass. On (B)(6) 2024, axial and coronal cta views appeared to show that the gore-tex stretch vascular graft had separated transversely in the mid-section of the bypass in the area of the lower ribs. The physician reported the patient had spontaneous dehiscence in the location of the gore-tex® stretch vascular graft following a sudden onset of pain and edema of the left lower chest. There was no reported trauma to this location on the patient prior to the alleged event. On (B)(6) 2024, a reintervention occurred. This procedure was successful and used a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to bridge the separated gore-tex® stretch vascular graft. The patient tolerated the procedure.